Event description:
It was reported that this right ventricular (rv) lead has been exhibiting high impedances out of range and no capture for several years. Subsequently, this rv lead was surgically abandoned and replaced at replacement device procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: model number and patient information.

Event description:
It was reported that this right ventricular (rv) lead has been exhibiting high impedances out of range and no capture for several years. Subsequently, this rv lead was explanted and replaced at replacement device procedure. No additional adverse patient effects were reported.